Manufacturer narrative:
Evaluation of the instrument logs found that bottle 11 (xylene) was removed from the instrument for 7 seconds at 17:31pm on (B)(6) 2014 in response to information displayed in associated with an error code. The properties of the corresponding reagent station were reset, which set the concentration to the default value of (B)(6) configured in the reagent types definitions, and reset the number of cassettes and the number of cycles and days to zero. However, as this period is insufficient to complete manual replacement of the reagent, the actual concentration of the xylene in bottle 11 remained unchanged at (B)(6) because the reagent had not been replaced. Bottle 11 (xylene) was used for the final clearing step of protocol from which sub-optimal tissue processing was likely to have been derived. The minimum final reagent concentration for xylene is (B)(6). The consequences of using xylene at a concentration less than the minimum required for the final clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the affected protocol. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the (B)(6) peloris/peloris ii user manual.

Event description:
(B)(6) biosystems received a complaint regarding sub-optimal processing of tissue in approximately (B)(6) blocks, which were derived from (B)(6) cases. On (B)(6) 2014, (B)(6) biosystems received information from the laboratory indicating that an unspecified number of patient samples were undiagnosable. Clarification as to whether re-biopsy of a patient(s) is required and/or has been performed has not been received by (B)(6) biosystems as of (B)(6) 2014, despite several requests being made to the laboratory. On (B)(6) 2014, a (B)(6) field support specialist (fss) attended the laboratory, in order to investigate the circumstances involved in this complaint. The complainant advised that she was aware that a member of the laboratory staff had replaced a reagent incorrectly; all the reagents on the instrument at the time of the event had been replaced following identification of sub-optimal tissue processing and the quality of tissue processing was found to be satisfactory following this action.